Event description:
Event description boston scientific received information that high impedances and thresholds, and noise were exhibited on this defibrillation lead resulting in inappropriate shocks. In addition, increased thresholds were also noted on the coronary sinus lead. This patient has a history of twiddler's syndrome.